Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Additional device product code is hwc. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 16, 2017. Expiration date: dec 1, 2026. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a surgery was reported that during an osteosynthesis procedure to treat an olecranon fracture on (B)(6) 2017 the 2.7 mm variable angle (va) locking screw couldn¿t be locked into the most proximal side of the va locking compression plate. The screw just spun. A 3.5 mm cortex screw had already been implanted. The surgeon removed the two (2) screws and was able to complete the surgery and plate implantation using new plate and screws. There was a 60 minute surgical delay due to the reported event. There is no information available about patient and surgical outcome. Concomitant devices: 1x unk cortex screw 3.5 mm (partial part number may be 404.xxx). 1x va locking screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed. The devices were returned and reported to have not locked together in the proximal portion of the plate during surgery. This condition is confirmed; the 04.211.016 screw is a 2.7 mm screw which is not intended to fit in the larger combi holes in the proximal section of the 04.107.202 plate. 3.5 mm locking screws are intended for the proximal combi holes. It is likely that the use of a 2.7 mm screw in a 3.5 mm hole has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The balance of each of the returned devices is in worn condition consistent with attempted insertion. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. Corrected data: additional device product code is hwc. Date of manufacture in the device history records review is jan 05, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated product investigation information: a visual inspection, device history record review, and drawing review were performed as part of this investigation. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Per the technique guide, the 04.107.202 2.7mm/3.5mm va-lcp olecranon plate and 04.211.016s 2.7mm variable angle locking screw are implants routinely used in the 2.7mm/3.5mm variable angle lcp elbow system. It is likely that the use of a 2.7mm screw in a 3.5mm hole has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the devices were being inspected by the manufacturer, it was noted that the threads of the most distal hole in the va-lcp and the threads on the returned locking screw had wear.

Manufacturer narrative:
Catalog number 04.107.202 reported on initial medwatch report (B)(4) inadvertently did not include the ¿s¿ suffix indicating a sterile part. The brand name, expiration date and device history record review did, however, correctly report the device as being sterile. This supplemental report includes the full part number for conservative reporting purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.